Event description:
On (B)(6) 2026, the patient reportedly sought emergency medical attention and was diagnosed with diabetic ketoacidosis (dka). The patient reported wearing a pod on the skin for an unknown duration at the time of the event. According to customer-reported information received by the manufacturer on 14-apr-2026, the patient alleged that the event occurred due to pod failure. The patient reported that during priming of a new pod, an error message stating ¿deactivate pod¿ was displayed and the pod emitted beeping sounds. The patient stated the pod was filled with approximately 150 units of insulin. As this was reportedly the last available pod, the patient proceeded to apply and use the pod despite the error. The patient subsequently experienced stomach pain and nausea and presented to the emergency room, where dka was diagnosed. Treatment reportedly included an insulin drip. The patient was not admitted, and no discharge date was applicable. The reported device was discarded and was unavailable for return or evaluation. Multiple attempts were made to contact the patient to obtain additional information; however, outreach was unsuccessful at the time of reporting. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
B3 - date of event was updated.